Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5122624/5176451.

Event description:
It was reported that the patients device was not helping. All devices were explanted and will not be returned.